Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. It is unknown if the device will be returned.

Event description:
X-ray provided broken hinge on easy clip. Patient was revised.

Manufacturer narrative:
The reported incident that osteosynthesis compression staple easyclip was alleged of issue s-12 (implant breakage after surgery) could be confirmed based on provided x-ray. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by overloading on the implant. A statement provided by our clinical consultant says about the positioning of the easyclip implant in this case: ¿[¿] if a surgeon elects to place a clip across an open joint, it will break. The clip is to augment the fusion of the two bones, if a delayed union or non-union results the clip will break. This is happening because there is uncontrolled motion at these articular surfaces. This is not a problem with the clip, breakage is secondary to motion. [¿] if the surgeon made no attempt to fuse the 2nd met base to the medial cuneiform and not fuse the medial cuneiform to the intermediate cuneiform, yes this is uncommon. In fact it is leaning towards a deviation in the standard of care. [¿]¿ it has also been reported that the patient¿s activity post implant involved some weight bearing within 8 weeks post operatively. ¿[¿]warning information: easyclip implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot off-loading shoe) until bone consolidation is confirmed by follow up x-ray examination[¿]¿ [original statements] furthermore, at the time of event, it was reported that the patient¿s height was (B)(6). This gives him a body mass index of between (B)(6) and classifies him as obese in both cases. The instructions for use state: ¿[¿]factors capable of compromising implantation success: [¿]; excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. [¿]"[original statements]. A review of the device history for the affected device was not possible since the lot number has not been reported even after multiple inquiries. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
X-ray provided broken hinge on easy clip. Patient was revised.